Event description:
Customer reported a high blood glucose level, but the specific value was unknown as it displayed "high" on both the cgm and bg meter. The customer took corrective action by administering a correction bolus via pump. Customer service technical support instructed the customer to inspect various components, such as the infusion set and tubing, but no issues were found. They advised the customer to consult a healthcare professional to discuss potential causes and recommended replacing supplies as necessary to resume normal insulin use.